Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported that customer was experienced low blood glucose level. The blood glucose level was 49 mg/dl and already treated in morning. Troubleshooting for low blood glucose was not performed. The insulin pump will not be returned for analysis.